Event description:
The pt reported that she has been receiving occlusion alarms on her infusion device. She reported that at 3 am her blood glucose elevated to 400 mg/dl. She reported feeling nauseated and not being able to think clearly. The pt stated that she had gotten previous occlusion alarms and was able to reduce her blood glucose values by bolusing via the infusion device until this morning. She reported that she changed the insulin cartridge, infusion tubing and the infusion device was still alarming with an occlusion error. The pt attempted to try an infusion set from a different lot and the infusion device successfully completed the prime and was functioning correctly. The product was replaced and requested to be returned for eval.